Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed a damage power flex circuit. Connector jp4 had shorted and pin # 4 and pin # 5 was burnt. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ac adapter was plugged into unit incorrectly causing damage to lemo connector. While in service, it was discovered that the adapter had burnt components. This reported issue was discovered while in service, therefore there was no patient involvement.